Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the spine tools software was inadvertently removed from the system; the disc was reloaded. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intr/peri-operatively during the set up equipment task of a sacroiliac and thoracolumbar procedure the camera cart monitor would not sync and look like the main cart monitor. Technical services requested they reboot the system. After a reboot the issue was resolved, however the site chose to use a different navigation system for the procedure. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The software logs for this event were reviewed and determined that there was insufficient information to determine the cause of the event with the software logs. This confirms the previously reported evaluation of the system as it was determined there that the cause of the event was that the spine tools software was inadvertently removed and when reloaded the issue was resolved. If information is provided in the future, a supplemental report will be issued.